Event description:
Pumps were set up for a tree change, ran for an hour, took rack of pumps into the room, changed over new fluids to the patient, after 15 minutes, the carrier fluid pump stopped and read channel error and new pump needed. The nurse replaced the pump and in that lost time for infusing the patient's blood pressure dropped significantly. After hooking up carrier fluid to new pump, patient's blood pressure slowly came back up. The hospital has been using carefusion large volume pumps model 8100 and pca pumps model 8120 since (B)(6) 2014. In (B)(6) 2015, the carefusion syringe pumps model 8110 were implemented. There are two phases to this implementation. The first phase is for administering less critical drugs. The second phase includes the following drugs. Amiodarone, epinephrine, esmolol, nicardipine, nitroprusside norepinephrine, phentolamine, phenylephrine, and vasopressin. The hospital has postponed phase 2 of the syringe pump implementation. There have been too many pump software and hardware issues experienced during phase 1. All pumps at this facility are affected (approximately 1,000+). This facility has been working with the manufacturer on this and many other issues associated with this device. The large volume infusion pumps have been in place for one year and partial implementation of smaller pumps (eg: syringe pumps) began mid-year this year. However, the remaining phases for implementation have been halted due to the number of concerns and the potential for patient harm that they present. Accurate and dependable IV infusion in the pediatric population is critically important. Due to the nature of the critically ill pediatric patient and the volumes of medication that they receive (relatively small doses), small delays and interruptions such as these problems cause can create critical situations for the patient which require additional monitoring and/or medical intervention. The manufacturer has been notified of these problems but has not provided an adequate solution to the problems.